Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller switched from one battery with a capacity of two bars to the other battery with greater capacity. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis did not reveal any premature power switching events during the reported event date. As a result, the reported event was not confirmed. If information is provided in the future, a supplemental report will be issued.